Event description:
The user facility reported that the package of the run through floppy was opened and the wire was removed from the snail. The user saw that the distal end of the wire was damaged. It looked like the coil became detached from the wire. The wire was not in contact with the patient. A new wire was used, and procedure was done successfully. The procedure performed was a percutaneous coronary intervention (pci), and a 6f glidesheath slender was used. The event occurred pre-treatment. The patient was not harmed.

Manufacturer narrative:
Patient identifier: requested, unknown. Patient age & date of birth: requested, unknown. Patient sex: requested, unknown. Patient weight: requested, unknown. Patient ethnicity: requested, unknown. Patient race: requested, unknown. UDI - n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter health professional: unknown. Initial reporter occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the product-release judgement record of the involved product/lot number combination confirmed there was no indication of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. Visual inspection of the actual sample found that the niti core wire had been fractured at approximately 8mm from the distal end and the coil had been unraveled. The length of the niti core wire of the platinum coil section was measured and compared with that of a current product sample. It was confirmed that there was no portion missing from this section. Actual sample was approximately 30mm and the current product sample was approximately 30mm. Magnifying inspection of the actual sample found that the coil had been unraveled until the joint with the niti core wire, and no further anomalies such as deformity or fracture were observed in the proximal side from the joint. Electron microscopic inspection of the fracture of niti core wire of both portions found that the fractured area had been deformed in taper shape, the fractured section had been inclined, and a dimple pattern (a hole-shape pattern) was observed. Based on our past knowledge, the following simulation test was performed. Using a factory-retained runthrough ns, the distal end of coil was trapped and following force a - d was applied respectively. In each case, the niti core wire inside the platinum coil was fractured. Then, a removal operation was performed. The platinum coil was unraveled and elongated. When the removal operation was continued, it was found that the platinum coil was fractured. Subsequently, electron microscopic inspection of the fractured section of niti core wire was performed. Following results were obtained. When pulling force was applied the fracture area had been deformed in taper shape and the fractured surface was inclined. A dimple pattern (a hole-shaped pattern) was found on the fractured surface. This state was very similar to that of the actual sample. When repeated bending force was applied the fractured area was not curved or tapered and a dimple pattern was found on the fractured surface. This state was different from that of the actual sample. When torque force was applied the fractured area was twisted. This state was different from that of the actual sample. When pulling force was applied to a looped wire the fractured area was curved and tapered, and the fractured surface was twisted. This state was different from that of the actual sample. Based on the results of the investigation, as one of the possibilities, the fracture in this case might have been caused by the following mechanism. The distal end of actual sample was stuck for some reason. When a withdrawal operation was continued while the actual sample was in the sticking state, niti core wire in the platinum coil section was fractured. As the withdrawal operation continued, the platinum coil was unraveled. Relevant IFU reference: after removing the wire stopper, remove the runthrough ns from the holder and inspect the runthrough ns prior to use to verify if it is lubricated. If the runthrough ns cannot be easily removed from the holder, inject more heparinized physiological saline solution into the holder and try again.